Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on 08/31/2018 stating that over the few months there have been an abrupt changes in the 900s, 1400s, 1800s then back down in pacing lead impedance. More often, the connection between the spring contact and lead ring resulting in an intermittent changes in impedance. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).